Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record review was performed for the subject device: part number: 03.010.486. Synthes lot number: 9009039. Release to warehouse date: (B)(6) 2014. Manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device: the visual inspection of the returned insertion handle has shown strongly wear marks and hammer blows on the whole instrument. Additionally it was found that the pin were the nail will be connected is completely broken off as complaint. The broken off part was not returned for evaluation. The instrument is all in all in very used condition. Due to the obvious damages we have to assume that a mechanical overload situation for example lateral stress has led to the breakage. The review of the production history revealed that this instrument was manufactured in september 2014 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Implant and explant dates: device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Initial reporter's phone number: (B)(6). Device history records review was conducted. The report indicates that the: part #03.010.486 / lot#9009039. Manufacturing location: (B)(4). Manufacturing date: 15.sep.2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that intra-operatively the insertion handle is broken in the distal part where you connect the nail. No surgical delay. No information available about patient condition and outcome. This complaint involves 1 parts. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.